Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant was removed due to recurrent infection unresponsive to repeated antibiotic treatment. Reimplantation is planned to be scheduled in three months.